Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned due to a crack in the lead insulation. The rv lead was capped and was replaced with a new lead. No additional adverse patient effects were reported.

Event description:
Additional information received indicates the lead insulation was damaged during the device change out.

Manufacturer narrative:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.